Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding network downloader (B)(4) (cat 514001). The power adapter (pn-013519-01 01) was not working and it was warm to touch. The network downloader (B)(4) performed as intended with a replacement power adapter. Based on the information at the time, there was no injury associated with the event.

Manufacturer narrative:
(B)(4).